Event description:
The senior medical surveillance specialist spoke with the patient/layperson regarding her 2009 allegation of inaccurately erratic blood glucose results with shaky symptoms. One hour later, the patient reported the following. All results are in correct unit of measure, mg/dl. Because the patient's fasting 8:30 a.m blood glucose in 2009, was 193 with her onetouch ultra meter, the patient retested, doubting that her first result of the day would be elevated. Since the next two were 275 and 264, the patient then thought they were erratic. (The three results were within the expected variance of less than equal to 20%.) At the time of testing, the patient had no symptoms of elevated blood glucose. The patient injected her usual morning dose of 15 units novalin. One hour later, feeling shaky and sweaty(typical hypoglycemic symptoms), the patient tested: result either 62 or 72. Either result is low for the patient. The patient drank juice and felt better. Because the patient had no control solution, customer service had been unable to troubleshoot and replaced meter, test strips, and control solution. Since the patient alleged that her product was inaccurate and later developed symptoms of low blood glucose that meet criteria for serious injury, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.